Event description:
Customer reported no vertical lift motion before case started. No injury reported.

Manufacturer narrative:
Service representative investigated system and found issues with vertical lift. Repairs completed.